Event description:
It was reported that the patient was seen for a routine follow up. Atrial lead noise seen on noise reversion episodes. Normal impedance, sensing and thresholds. The lead was capped and replaced. The patient was stable prior, during and after the procedure.